Manufacturer narrative:
It was reported the high-definition liquid-crystal display monitor did not work and displayed no image. The issue occurred during. There were no reports of patient harm.

Event description:
It was reported the high definition liquid-crystal display monitor did not work and displayed no image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.